Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that at three (3) weeks post op, the patient complained of pain around the implant at tooth site #19. Granulation tissue had also grown over the encode. The tissue was removed and a cautery stick was used. The patient was placed on pcn 500mgs 28 for one (1) week. The patient returned in one (1) week still having pain and granulation tissue growing over the encode again. The patient returned for tissue trim and final check and at that appointment, the implant was found to be mobile. The implant was removed due to peri-implantitis, and an immediate implant was placed that day. Symptoms as a result of the event: pain.